Event description:
It was reported that; during the surgery, the spacer inserter can't catch the cage. Update (B)(6) 2016: surgery was completed with another competitor's instrument. Surgeon not satisfied with position of the cage.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; this instrument was manufactured more than 2 years prior to the reported event. Additionally per email correspondence with the sales rep, the instrument is used 2-3 times a week. The instrument IFU states that device life depends on number of uses. It is likely that the cause of the reported event is normal material wear over time.

Event description:
It was reported that; during the surgery, the spacer inserter can't catch the cage. Update (B)(6) 2016: surgery was completed with another competitor's instrument. Surgeon not satisfied with position of the cage.